Manufacturer narrative:
(B)(6). (B)(4) (persisting back pain), (leg pain). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a spinal fusion surgery on the lumbar region of his spine from vertebrae l5 to s1. Reportedly, during the surgery, rhbmp-2/acs was used in the patient. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e. In the disc space). As reported, the patient's post-operative period had been marked by a period of improvement, followed by increasing low back pain, edema in her lower back, weakness and giving out of her left leg, and numbness in her foot. Severe pain and symptoms ultimately compelled patient to undergo a revision surgery on (B)(6) 2013 where abundant scar tissue and bony overgrowth was found. It was reported that on (B)(6) 2013, the patient underwent a spinal fusion surgery on the lumbar region of his spine from vertebrae l4 to l5. Reportedly, during the surgery, rhbmp-2/acs was used in the patient. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e. In the disc space). As reported, the patient's post-operative period had been marked by a period of improvement, followed by a progressive return of back and leg pain. Severe pain and symptoms ultimately compelled patient to undergo a second revision surgery on (B)(6) 2015. Unfortunately, despite two revision surgeries, patient continues to experience chronic and extreme low back pain, with pain radiating down her right leg, numbness in her legs and toes, and bladder and bowel issues. Patient has reduced mobility, experiences difficulty walking, and requires use of a cane when walking extended distances or in times of extreme pain. These serious injuries prevent patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively.

Event description:
It was reported that on: (B)(6) 2013: the patient was pre-operatively diagnosed with morbid obesity with bmi of 39. Recurrent right l5-s1 lumbar disc herniation with intractable lumbago sciatica. Status post 2 previous lumbar surgeries with abundant scarring and underwent the following procedure: very difficult and lengthy procedure requiring double the usual time and use of extra long bariatric instruments due to morbid obesity and due to abundant scarring due to previous 2 lumbar surgeries. Revision lumbar laminectomy, l5-s1 and bilateral with pars interarticularis takedown foraminotomy and with a discectomy under microscopic visualization on the right. Posterior pedicle screw instrumentation using titanium polyaxial pedicle screw system at l5-s1 using 7 mm screws. Insertion of intervertebral biomechanical device using the cage system. Posterior lumbar interbody fusion through transforaminal lumbar interbody approach through the left side l5-s1. Use of local bone augmented with rhbmp-2 allograft material for purpose of fusion. As per op-notes, "rhbmp-2 allograft material was packed into the disc space followed by a 9 mm intervertebral cage device. This was then fol lowed by local morselized bone graft obtained from the laminotomy. Once the cage was in place, I was able to inspect the nerve roots. Wound was then irrigated with antibiotic solution and two 5.5 titanium rods were placed at l5-s1 level." The patient tolerated the procedure well and no complications were reported. On (B)(6) 2013: the patient underwent CT of lumbar spine without contrast due to back pain and right leg pain. Impression: anterior and posterior fusion at l5-s1 with bone growth in the left lateral recess and posterior displacement of the traversing left s1 nerve root, as well as severe stenosis of the left foramen. There is likely compression of the bilateral exiting l5 nerve roots and traversing left s1 nerve root at this level. Foraminal stenosis at l3-l4 with likely compression of the exiting right l3 nerve root. Severe bilateral foraminal stenosis at l4-l5 with likely compression of the exiting l4 nerve roots.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.